Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -qty of product involved of (B)(4) =(B)(4). This case was initially reported with a quantity involved of (B)(4). A later updated went on to state that the updated quantity involved should be (B)(4). ¿ please confirm if 15 sutures experienced the quality issue described within in the event description. I contacted the sales representative and confirmed that the quantity was (B)(4). ¿ if (B)(4) is not the number of sutures that experienced the quality issue, please provide the correct quantity of sutures that did. N/a. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown breast and endocrine procedure on an unknown date and a barbed suture was used. During surgery, the suture was not caught. The product was used on the mammary gland. It was not a control release needle. Another product was used to complete the case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: g 3. Date received by manufacturer. Corrected information: initial of 2210968-2025-07211 was not reported late. The g3. Date received by manufacturer was incorrectly reported within initial of 2210968-2025-07211. The correct date is 6/20/2025, which makes the report submission due date to be 7/20/2025. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.